Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. Programming changes were made to address the issue. The patient was in stable condition.